Event description:
The patient's generator and lead were explanted and returned due to the patient passing away. The patient's death was reported with no allegation against the vns. An analysis was performed on the returned lead portion. Note that the majority portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since the majority of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The generator was explanted and returned and analysis completed. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Reviewing the stored data within the generator, low impedance readings were observed on the patient's vns system. Based on the available information it is unknown to date when the low impedance was first detected on the patient's generator.